Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) experienced discomfort due to positional stimulation (described as jolting/zapping sensation). Reportedly, the patient lost some weight. Subsequently, the patient underwent surgical intervention on (B)(6) 2017 wherein the ipg was explanted and replaced with the competitor¿s ipg to resolve the issue.